Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an endovive initial placement kit was used in percutaneous endoscopic gastrostomy (date is unknown.) According to the complainant, on (B)(6) 2012, the patient fell causing the peg tube to kink. The peg tube was removed and the patient was given antiparkinsonian medications orally. Attempts were made to obtain information on the patient's condition but these were unsuccessful. If new relevant information becomes available, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4) for the reported event of feeding tube kinked. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed